Event description:
Additional information received indicated that reprogramming was performed to resolve the event.

Event description:
It was reported that, during a remote follow-up, episodes of oversensing were observed on the device. The suspected cause of the event was myopotentials. Abbott technical support (ts) was contacted and recommended device programming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.